Event description:
It was reported that an ilet user received a replace sensor alert and no glucose readings on the pump after a sensor change, while the dexcom g7 app displayed values; the user had entered an incorrect dexcom pairing code in the ilet and later corrected it following guidance to toggle bluetooth and re-enter the code. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health or need for medical care. Investigation included troubleshooting and user education on correct sensor pairing and verification of bluetooth status. Investigation of this case revealed a use-related pairing error with an incorrect sensor code entered in the ilet, while the sensor itself was functioning as evidenced by readings in the g7 app. It was concluded that the cause was user error related to incorrect pairing configuration.